Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy.

Event description:
Unomedical reference number (B)(4). Event occurred in italy, it was reported that on (B)(6) 2024 patient reported that infusion set is detached. The blood glucose level at the time of incident is 260 mg/dl and at the time of call is 141 mg/dl. No further information available.